Event description:
Reports can not do pacing when device is in use.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The sample was continuity tested per specification and was noted to pass all testing on both electrodes. There was no loss in continuity that could result in pacing failure. There are no other reports of this nature against the reported lot number.